Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A director reported tags on a flap side cut during a laser assisted flap creation procedure. It was also noted that it was difficult to lift the flap. Additional information has been requested.

Manufacturer narrative:
A company representative went on site and evaluated the system due to the reported event. A clinical applications specialist (cas) optimized the system for flap procedures during this period of time. As preventative measures, the company representative realigned the beam through beam steering, articulating arm, and module. An adjustment to corneal z verified flap depth was done as well. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).